Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician deployed and detached an initial ruby coil into the target vessel using another manufacturer's microcatheter. While deploying a new ruby coil into the target vessel, the physician had to pull back on the coil a few times to reposition because the coil was not coiling properly in the vessel. Subsequently, while the physician was repositioning the ruby coil, it unintentionally detached and migrated into the common hepatic artery. Therefore, the physician required a snare device to remove the detached ruby coil from the patient. The procedure was then completed at this point with no additional coils used. It should be noted that a rotating hemostasis valve (rhv) was not used. There was no report of an adverse effect to the patient.